Event description:
It was reported that patients ipg had migrated. The patient underwent an explant procedure and the explanted device will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred seven months ago from the date the manufacturer was made aware.